Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d)exhibited noise on this implantable right ventricular lead. This noise was sensed by the device, and resulted in brief episodes of pacing inhibition. The patient was asymptomatic with the inhibition of pacing. Lead diagnostics revealed an increase in pacing thresholds, with all other lead measurements remaining within normal limits. A guidant technical services (ts) consultant discussed the likelihood of a loose connection causing the noise, and recommended aggressive manipulation to assess for the noise. This device has been in service for approximately one month.